Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1, d2a, d2b, d3, d4, g4 ¿ 510k: this report is for an unknown screwdrivers: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, a plate removal surgery was performed. The usrs-1 set was arranged instead of the screwdriver shaft that the surgeon ordered. Although the sales rep was given the product number when he received a request from the surgeon to arrange for a product, the product number was unknown when the request was sent from the arranger to the distributor. The surgeon used the screwdriver shaft in question, and four screws were removed. The screwdriver shaft broke before the remaining one screw was extracted. The operation was completed without plate removal. There was no delay in surgery. The reason for the removal is unknown. This report involves one unk - screwdrivers: trauma. This is report 1 of 1 for (B)(4).